Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keeps alarming motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value was 28.1 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan.